Event description:
Provider stated that there were two tubs that needed a replacement tub door, but there was only one tub.

Event description:
It was initially reported the tub door seal was leaking. Further inspection found the bath tub door was leaking.

Manufacturer narrative:
A retrospective review of this reported event found the bath tub door was leaking; not the bath tub door seal as initially reported. As this failure would not allow the user to fill the tub with water, the user could not use the bath tub, negating any potential risk of harm.